Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found insulation damage. The reported condition was confirmed. The device was activated multiple times in different positions on a saline soaked towel. The device failed intermittently. In addition, the investigation found the device would self-activate when shaken. An inspection of the switch found a smashed switch dome, which allowed the purple button to have added movement, causing self-activation failures. A review of the manufacturing process shows that this component is visually checked at four different stations in the product line and concluded that the failure was not caused in the shanghai manufacturing facility. One possibility is that if the device dropped in such a way that the switch takes the brunt of the impact, the switch dome gets smashed down. The investigation identified the root cause of the reported event to be a component failure. An additional failure was found during the investigation; there was scraping damage of the insulation. The additional findings did not contribute to the reported condition. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a gynecological cervical cancer the device had self-activation issue where in the device was activated without pressing the activation button. The event occurred when connecting the device for routine inspection before use. No patient involved.